Manufacturer narrative:
(B)(4). Patient information was requested and the information was not provided.

Event description:
The customer reported the backup battery is depleted. The customer reported no harm to the patient.